Event description:
It was reported that a minicap sponge came out from the inside of the minicap. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time. This is report 1 of 5.

Manufacturer narrative:
(B)(4). The sample has been received, however, the sample has not been evaluated as of yet. Upon completion of baxter's investigation, or if additional relevant information is received, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). Inspection confirmed that the mini cap sponge had come out of the mini cap. A review of all batch record documents for lot number gm1211012 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. A CAPA has been opened to investigate this issue. Should additional relevant information become available, a supplemental report will be submitted.